Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that ablation was performed outside pulmonary veins (11 antral ablations). The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia (trans ischemic attack). In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. An internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After an atrial fibrillation - paroxysmal (paf) ablation procedure with a varipulse¿ bi-directional catheter, the patient experienced dizziness and (cvi) cerebrovascular incident. The report indicated that the physician noted that a patient who had pvi (pulmonary vein isolation) procedure done on monday (B)(6) 2026 with varipulse catheter suffered a cvi lesion that is visible on MRI (magnetic resonance imaging). The patient symptom was dizziness. The information received indicated that the adverse event was icl - ischemic cerebral lesion. The patient¿s symptoms are resolved. The physician¿s opinion on the cause of this adverse event was low irrigation flow (4ml). The patient did not have a previous history of stroke. The pfa (pulse field ablation) applications completed before the issue were 19, with 8 ostial ablations performed within the pulmonary veins, and 11 antral ablations performed outside the pulmonary veins. The intervention provided was conservative treatment, MRI. The outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of cti, MRI scan, neurology consultation, conservative therapy, and prolong monitoring. The relevant tests/laboratory data was MRI, acute ischemic lesion of the vermis cerebellum. The act (activated clotting time) during procedure was 440. One sheath and the catheter exchange were noted. Two transseptal puncture sites were performed during the procedure. No evidence of char or blood thrombus/clot during the procedure. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. The generator/pump used were both trupulse.